Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced mesh erosion, contraction, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, recurrent urinary infections, additional surgical procedure, injury, disability and impairment.